Manufacturer narrative:
Results: the returned penumbra system ace 68 reperfusion catheter (ace68) lumen was punctured at approximately 131.0 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a puncture close to the catheter tip. Based on the reported complaint and return damage, the catheter likely became punctured by the guidewire on the back table prior to the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician steamed-shaped the tip of a penumbra system ace 68 reperfusion catheter (ace68) for 20 seconds on the back table. The physician then attempted to insert a guidewire into the ace68; however, the side of the ace68 was perforated by the guidewire at the vertex approximately five millimeters from the distal tip. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new ace68.